Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows a portion of a plate haptic is torn off and missing. There is clear and reddish surgical residue on the lens. It should be noted that the injector and cartridge were not returned to be evaluated. Claim # 409647.

Event description:
The reporter stated that the surgeon had inserted a toric single piece silicone lens model aa4203tl into patient's eye and realized the lens was torn and enlarged, the incision to remove and replace the lens with another same model lens. A suture was used to close the wound. The reporter also stated that the lens was torn during the loading process.